Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose (bg) ranged from approximately 121 to over 700 mg/dl and attempted to address bg with a manual injection. However, the customer ended up falling and hitting their head. Subsequently, the customer went to the emergency room on (B)(6) 2023 and later that day was admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Customer reverted to multiple daily injections for insulin therapy. Multiple attempts were made by tandem technical support to verify with the customer if issue was resolved at time of discharge, but no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.